Manufacturer narrative:
Clarification to d6a: "implanted 30 years ago" was reported. Continued e1 -- alternate phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported through company representative "capsular contracture, baker grade iii and an exchange of textured device due to patient's concern with product". This record is for the left side. The device remains implanted.